Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. During the revision of the rv lead, the setscrew came out of the header of the implantable cardioverter defibrillator (ICD) when the lead was being removed. The rv lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.